Manufacturer narrative:
. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bleeding, erythema, pain, pustules, and ecchymosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported after injection to the nasolabial folds with juvederm ultra xc, hirudoid was applied topically to the injection sites. A few hours later there was "light bleeding on the right" and the patient noted an "erythematous halo on the hemiface (right side)". The next day the patient developed "local pain and inside nostril too". The physician noted "light erythema with round format covering the right nostril, nasal ala until zygomatic arch". Patient was treated with aspirin and zinnat. The second day after injection there was "better definition of the halo erythematous, local pain but only when palpate and presence of 2 micro pustules. Presence of a small linear ecchymosis close to the injected area. The contralateral area treated remains with no alterations". Patient was treated with "antibiotics, betamethasone intramuscular 5m and local cleaning". The third day after injection there was no pain and the halo had rescued in size. Patient underwent the additional treatment of "pustules cleaning" with saline, ciprofloxacin, and bactroban ointment.